Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 1am on (B)(6) 2018. She reported that she manages her diabetes with oral medication (metformin and victoza), and made no changes to her normal diabetes management in response to the alleged meter issue. The patient reported that on the afternoon of (B)(6) 2018, she developed symptoms of ¿shaking¿. The patient denies requiring or receiving any medical treatment in response to the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did turn on. When the power button was pressed for at least 10 seconds, the meter did power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event while using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.